Event description:
It was reported to philips that the device incorrectly read the selected joule input. There was no patient involvement.

Manufacturer narrative:
Correction: removed remedial action and z number as this is an xl+ and not an mrx . Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.